Event description:
It was reported that the right ventricular lead exhibited high voltage lead impedance exceeding the upper limit. It was suspected there could be calcification around the can however no further information was provided. The patient will continue to be monitored.